Manufacturer narrative:
(B)(4), per exemption number e2017013. Device evaluation by manufacturer: conclusion is not yet available; investigation is in-process. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: conclusion is not yet available; investigation is in-process.

Event description:
On (B)(6) 2017 a customer reported that on ( B)(6)2017 obtained a hemoglobin a1c (hba1c) patient result of 7.7% (assay range 3.0 - 14.0 %) with the g8 instrument. The customer reported that the retention time was 0.59 minutes (acceptable range is 0.57 - 0.61 minutes). The customer reported that the patient was redrawn on (B)(6) 2017 and sample was ran at another lab, which obtained a hba1c result of 5.9%. The retention time was 0.59 minutes. Both samples were ran on g8 instruments at both labs. The customer stated that the 1st patient sample had already been discarded when the result was questioned by the physician and the redrawn sample was discarded before being run on the g8 in question. The customer reported that the hba1 result of 5.9% correlated with the patient's clinical history. There is no indication of any patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Device evaluation by manufacturer: conclusion is not yet available; investigation is in-process. Corrected data: a technical support specialist confirmed there was no change in treatment or medication based on the hba1c patient result. The customer was not able to duplicate the original result hba1c of 7.7% because the subject sample was discarded and the patient has not been redrawn. A 13-month complaint history review and service history review for similar complaints was performed for the g8, serial number (B)(4), from 30-sep-2016 through 30-oct-2017. There were no other similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, section 6.4 -abnormal chromatograms state: chromatograms from patients with hemoglobin variants or unknown peaks not recognized by the analyzer are occasionally seen during routine testing. These patterns may indicate interferences or problems with the assay. Therefore, it is important to use caution when troubleshooting. Review all chromatograms to determine whether the results are valid. In most cases, results for the sa1c% are reportable. In some cases, the sa1c% may be invalid depending on the hemoglobinopathy present, the flow rate, and the condition of the column and reagent system. St aia-pack hba1c assay application manual under page 8 recommends the following: evaluation of results: quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that aia-pack hba1c control set be assayed daily. The minimum recommendations for the frequency of running control material are: after calibration, controls are run in order to confirm the calibration curve. Controls should be run if certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, controls should be run in order to verify the overall performance of the tosoh aia system analyzer. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). The most likely cause of the reported event could not be determined. No additional information was provided by the customer.

Event description:
N/a